Event description:
It was reported that the patient was experiencing increased seizures. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.